Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the plastic chips off when changing reservoir. Customer blood glucose level was unknown. The customer stated that insulin pump was crack on the screen and case. Customer stated that backlight finicky and not as bright, rainbow effect on the screen. Customer stated that insulin pump was reject new brand battery and unexplained random no delivery alarm. Customer reported that insulin pump had louder rewind noise and lost setting. Customer stated that clock had to be reprogrammed occasionally, alarm was softer. The device will not be returned for analysis.